Manufacturer narrative:
(B)(4). The se replaced the oxygen sensor; the ventilator passed self testing.

Event description:
The service engineer (se) reported the ventilator not passing oxygen sensor calibration. The ventilator was not on a patient at the time of the event.